Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "customer has 12 boxes of same lot number. Ordered from distributor - one link. Random eaches in some boxes have a yellow coloring around the seam edging of packaging on the clear side. Other boxes from same lot number have no affected product." 50 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: three sealed samples and one photo were returned to our quality engineer for investigation. Through visual inspection, a yellow color can be observed on the blister packs. A device history was performed and found no non-conformances related to the reported issue during production of batch 1811217. Retained samples of the same lot were inspected, not finding any product with this defect. Testing was performed in attempts to recreate this issue, all results were found to be satisfactory, no yellow coloring was observed. Samples were tested to ensure product integrity, all packages tested were found to be properly sealed and sterility results verify the product remains sterile. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. The package film for the reported lot is provided by a supplier whom we have notified of this issue. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found during use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "customer has 12 boxes of same lot number. Ordered from distributor - one link. Random eaches in some boxes have a yellow coloring around the seam edging of packaging on the clear side. Other boxes from same lot number have no affected product."